Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. However, the insulin pump was received with a corroded battery tube. The insulin pump was monitored and no blank display was noted. The insulin pump was received missing the end cap sticker and had a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer had the same problem with a new battery cap. Customer stated that the pump was not dropped or exposed to moisture. Customer used an aaa alkaline battery. Customer inserted a new battery. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.